Event description:
Additional information received. Material#:305916 batch#:regn2119. Verbatim: I am contacting you about an issue with the bd safetyglide injection needle. I use these to give vaccinations. I have come across 3 different needles that act as if they are blocked somehow. When I go to push the air out of the needle, it takes a great deal of force to get the air bubble to move. I will include all pertinent information below regarding lot, ndc, expiration date, etc. Please let me know if you need any additional information. Bd safetyglide injection needle 25gx1 inch. Ndc: 08290305916. Lot: regn2119. Exp date: 12/31/2026. Additional info from customer: (28-sep-2023) .-is there any serious injury or adverse event occurred? No. -please provide event date I found the first defective needle on (B)(6) 2023 -are you able to provide sample to bd for investigation? If no, can a photo be provided? If yes, please provide mailing address. Yes, I have saved several of the defective needles. Mailing address is (B)(6) . -what is the quantity of products found defective? I have saved 2 defective needles, but have thrown away at least 2 others.

Manufacturer narrative:
Seven samples received by our quality team for investigation. No defects or issues observed. Each needle was connected to a syringe with saline solution, one needle was clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd safetyglide¿ needles were blocked. The following was received from the initial reporter: I am contacting you about an issue with the bd safetyglide injection needle. I use these to give vaccinations. I have come across 3 different needles that act as if they are blocked somehow. When I go to push the air out of the needle, it takes a great deal of force to get the air bubble to move.

Event description:
Material#:305916 batch#:regn2119 verbatim: I am contacting you about an issue with the bd safetyglide injection needle. I use these to give vaccinations. I have come across 3 different needles that act as if they are blocked somehow. When I go to push the air out of the needle, it takes a great deal of force to get the air bubble to move. I will include all pertinent information below regarding lot, ndc, expiration date, etc. Please let me know if you need any additional information. Bd safetyglide injection needle 25gx1 inch ndc: (B)(4) lot: regn2119 exp date: 12/31/2026 additional info from customer: (28-sep-2023) -is there any serious injury or adverse event occurred? No -please provide event date I found the first defective needle on (B)(6)2023 -are you able to provide sample to bd for investigation? If no, can a photo be provided? If yes, please provide mailing address. Yes, I have saved several of the defective needles. Mailing address is (B)(6). -what is the quantity of products found defective? I have saved 2 defective needles, but have thrown away at least 2 others.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.